Event description:
It was observed that during the device evaluation, the camera head was unable to be connected to scope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the coupler unit was deteriorated which led to inability of connection with scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.